Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The customer has isolated the failure to the main board. The caller has declined returning the device for eval. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure related to the main pcb.